Manufacturer narrative:
Date sent to the FDA: 11/12/2020. A manufacturing record evaluation was performed for the finished device product code j493g and lot pmu863, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/12/2020. Additional h-6 method codes: 3331. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? - 73, female, unknown. Date of initial surgery? - (B)(6) 2020. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal how was suture initially placed (interrupted or continuous)? - interrupted. Date of revision surgery? - (B)(6) 2020. What was the suture appearance during revision surgery? - broken. Was the vicryl suture removed during revision surgery?- yes. Other relevant patient history/concomitant medications? - diabetes, cad, htn. What is the patient current status? - stable. How many vicryl sutures were ¿broken¿ post-op on patient #2? - one. The following information was requested, but unavailable: how the suture was initially tied? - unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm when the event occurred? Post-op, the patient noted the suture broke and the eyelid immediately dropped. What was the initial procedure? Ptosis repair. What was the indication for the ptosis repair? Droopy eyelid / ptosis. What was the suture appearance during the exam? The lid was severely drooping which is a direct indication the suture broke. The suture is internal and can only been seen during surgery. Was it confirmed that the sutures broke post-op? Yes. Did 2 sutures break post-op? Yes, but they were on 2 different patients. Please specify if any medical or surgical intervention was done to fix the eyelid that dropped? Yes a repeat ptosis repair with a different suture. Were there any stress factors or things that occurred which could have contributed to the post-op suture breakage? No. What is your opinion to the cause of the post-op suture breakage? Suture thread quality. Is the device(s) being returned? We have the box with the lot number of the ones used on the two patients if you want the box back. Event for patient # 1 was submitted via 2210968-2020-06838.

Event description:
It was reported that a patient underwent a ptosis repair in 2020 and the suture was used. Post-operatively, the patient noted the suture broke and the eyelid immediately dropped. The repeat ptosis repair was performed. Additional information has been requested.